Event description:
It was reported that pump displayed a malfunction code. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset it without recurrence of malfunction code, was advised to continue using pump, and was instructed to call back if malfunction occurred again, which caller acknowledged and understood.